Manufacturer narrative:
Date sent to the FDA: 01/17/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a total abdominal hysterectomy, abdominal sacral colpopexy with mesh, mesh urethropexy, and cystoscopy due to pelvic organ prolapse, stress urinary incontinence, and leiomyomatous uterus.

Manufacturer narrative:
(B)(4): it was reported that the patient had mesh revisions performed on (B)(6), 2009 due to mesh protrusion and on (B)(6) 2009 due to mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00995 . The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and urinary tract infection.